Event description:
This complaint is reportable based on the analysis completed in 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with a 2.25x24mm taxus liberte stent. The 80% target lesion was located in the moderate tortuous and calcified right coronary artery (rca). The vascular access site was femoral and intravascular ultrasound (ivus) was not used. The procedure was completed with plain old balloon angioplasty (poba) only. No pt injuries or complications were reported. Pt condition listed as "good". However, the analysis of the returned device confirmed stent damage.

Manufacturer narrative:
Examination found that the proximal edge of the stent was damaged. The stent was damaged on the first two rows, some struts were bent distally. A visual examination of the returned unit revealed that there were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. No additional product analysis or external evaluations were performed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.